Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low impedance were observed on the atrial lead of an asymptomatic patient. Device reprogramming was performed and the patient would continue to be monitored.